Event description:
A patient contacted the depuy mitek product complaint line stating she was looking for information on milagro. The patient indicated she has had constant inflammation, pain and swelling at the incision site since the milagro screws were implanted.

Manufacturer narrative:
The purpose of this report is document the event. The above information is all that has been received to date. Currently, the milagro screws are still implanted and it appears at some point, the patient maybe returning to the surgeon for a follow-up visit at which more information maybe available. Depuy mitek will be following-up with the patient in an effort to obtain more information about the event, and the results will be reflected in a follow-up report.